Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 16-aug-2023. Patient did not require extended hospitalization because of the adverse event as the patient was discharged from the hospital as planned. Smartablate generator (B)(6) was used. No evidence of a steam pop. Irrigated catheter was used in the event, the flow setting was pre 2s, post 1s. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Therefore, added the unknown pump into the ¿d10. Concomitant medical products and therapy dates¿ section. In addition, reported in the 3500a initial under d10. Concomitant medical products and therapy dates the ¿unk_smartablate generator¿. The product information was provided for the smartablate generator. Therefore, updated the smartablate generator information in this section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 25-jul-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. According to the physician, there was no causal relationship between the jj products and this event, and the needle probably entered the left atrium before the brockenbrough and may have injured the left atrium. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that blood pressure dropped after brockenbrough (bb). After administering a vasopressor, geometry was created in the left atrial with echocardiography. Pre-mapping was performed with pentaray nav, and right pulmonary vein (rpv) ablation was performed to create a line. The patient then became difficult to pressurize, and cardiac tamponade was observed on body surface echocardiography, and the procedure was terminated midway through. Timing was that blood pressure dropped after bb, and echocardiography showed cardiac tamponade after rpv isolation. There was no product failure. The procedure was terminated midway due to cardiac tamponade. Progress was that after bb with the sound star eco catheter , blood pressure decreased during left atrial mapping, and it was boosted with catecholamine. Rpv ablation was started and catecholamine dose was increased after rpv isolation, but it failed to elevate pressure and body surface echocardiography showed pericardial effusion. The procedure was then stopped and pericardial drainage was performed. A total of about 800 ml of blood was withdrawn, and the patient's vitals recovered. The patient returned to the room. Patient condition is stable and recovery is going well. The physician assessment of the health problem was non-serious (moderate / minor). Cf monitoring methods was real time graph; dashboard; vector; visitag. Coloring settings for visitag used tag index. Additional filters for visitag used impedance drop. Causal relationship with product was unknown. The physician's opinions on the relationship between the event and the product was according to the physician, there was no causal relationship between the johnson & johnson products and this event and the needle probably entered the left atrium before the bb and may have injured the left atrium. There were no abnormalities observed prior to and during use of the product. Additional information was received. The adverse event was discovered during use of biosense webster products. Transseptal puncture was performed with rf needle. No error messages were observed.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).